Event description:
Infant in nicu receiving hypothermia therapy to minimize brain injury. Infant noted to have a core temperature of less than the expected 33.5¿c. Infant was assessed. Cooling blanket was assessed and found to be set at "5¿c manual." It had not been switched to "33.5¿c automatic." Infant's core temperature dropped to 30¿c. She was re-warmed after blanket was reset to "33.5¿c automatic." Infant's heart rate decreased to 69 bpm, no dysrhythmias were noted. While reviewing instruction manual for setup instructions, it was noted that the need to switch from "5¿c manual" to "33.5¿ c automatic" was not written clearly.